Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Maude report #mw5075671.

Event description:
It was reported that during an unknown procedure; the device misfired. Only half of the staples fired. They then had to be removed because the staple legs did not bend to complete the staple line. There were no patient consequences reported.